Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, "following unpacking the product, inspection of the protrusion of the lead helix was performed. When the lead was manipulated by the operating physician, protrusion of the helix was observed. A possibility that the helix was extended by rotation of the lead body while the stylet lumen was fixed was noted." The lead was attempted to be implanted, however, there was an "excessive number of counterclockwise rotations" made in an attempt to retract the helix, and it resulted in "clockwise rotation due to the excess torque after the lead was removed." The physician then attempted to implant the lead from the opposite side, however the lead became dislodged. The retraction of the helix was confirmed and re-extension of the helix was attempted, but protrusion of the helix was not observed on fluoroscopy. "Even though about twenty rotations were performed three times in attempt to extend the helix, protrusion could not be confirmed." The lead was explanted and replaced. No patient complications have been repo rted as a result of this event.